Event description:
The pt used the suspect device to check their blood glucose and obtained a result of 280 mg/dl. Pt then injected 10 units of r insulin. Two hours later pt passed out. Paramedics were called and they gave them a glucose IV and food. Their blood glucose was then 70mg/dl on a different device.